Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5042687.

Event description:
It was reported the patient was not getting an adequate pain relief despite reprogramming done due to high impedances in the left lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were discarded by the medical facility.